Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. Post market vigilance led an investigation into the reported complaint in conjunction with engineering. One used lf1723 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The reported condition was not confirmed. The device was mechanically tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force was acceptable. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. Additional testing was performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during the procedure the device was used on the arterial branch of upper lobe of the lung. The knife ran after the seal tone was heard, however bleeding still occurred. The procedure was converted to open surgery to determine the source of the bleeding. The physician confirmed the vessel in front was sealed fine, however the vessel in the back where the ligasure tip was placed had partial thermal spread, but was not sealed completely. The tissue that was not sealed was cut, and that caused the bleeding. The bleeding was under 500 cc. There was no patient injury.